Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation but a vyaire field service representative (fsr) evaluated the device onsite . In the logs, there are no evidence of failure. Logs showing that there was no start-up without the user doing a routine shut-down beforehand. Furthermore, there are no signs for a battery issue. A mains power outage should be covered by the batteries, unless they are defective. Vyaire medical findings indicated that they were unable to determine any failure. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) evaluated the device onsite and performed a battery check on the bv1000. The batteries tested within specification. The logs have been downloaded and were sent to technical support. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 us was in a normal continuous positive airway pressure (CPAP) mode and fraction of inspired oxygen (fio2) 100% but eventually shut down when the electricity flickered. The issue occurred during patient use, resulting to patient's low oxygen saturation (sp o2) 79% when the device was turned back on. Furthermore, the patient was removed from the ventilator.